Manufacturer narrative:
(B)(4). Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. The event is confirmed based on the evaluation of the returned product and provided photos. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon opening the implant¿s outer cardboard box, it was found that the inner plastic sterile container had been punctured by the implant. Another device was used to complete the procedure. There was no harm or health consequences to the patient. It was reported that no further information is available.